Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the reported malfunction could not be reproduced. A field service engineer conducted all possible tests on the storage space, and no failures were detected. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medflex system had cubie failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.